Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer requested to return their device to philips bench repair for evaluation. The customer did not indicate anything specific which needed to be evaluated.